Event description:
It was reported that stent inadvertent deployment occurred. A 6.0-22 carotid wallstent was selected for carotid angioplasty. However, during the course of the procedure, it was noted that the device was difficult to advance in the guide catheter as the stent had inadvertently deployed. The procedure was completed using another stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, the device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual and tactile examination identified no issues with the catheter or delivery system. This concludes the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. A 6.0-22 carotid wallstent was selected for carotid angioplasty. However, during the course of the procedure, it was noted that the device was difficult to advance in the guide catheter as the stent had inadvertently deployed. The procedure was completed using another stent. No patient complications were reported.